Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient¿s parent noticed that during sleep the patient was unresponsive, with her 'eyes turned.' The cgm was showing 4.1 mmol/l but the bg was 2.2 mmol/l. The parent gave the patient a gel pack, waited 15 minutes, then gave two glucose tablets. The patient started to come around and was then given 100 ml of cola. At the time of the report the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.